Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, user informed the technical support engineer (tse) that they were having issue on the insertion axis of the universal surgical manipulator (usm)2. The user stated that they had the same issue last saturday. The user stated that they had to pull the instrument out and reseat the sterile adapter to resolve the issue. The tse explained to the user that a field service engineer had followed up with their site contact and no issues were reported at that time. The procedure was completing as planned with no reported issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported problem of sterile adapter recognition was confirmed but not replicated. In logs, 25930 error was found indicating searchlight fault on the carriage axis 5, confirming the fault occurred in the field. Upon visual inspection, rust was located on the carriage. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage was inspected, and no faults could be identified. Failure analysis concluded that the instrument sterile adapter (isa) printed circuit assembly (pca) issue is consistent with the reported event. The complaint was confirmed based on failure analysis. Device history record (DHR) review for usm involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of this reported event is attributed to contaminated searchlight sensors on the isa pca. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the universal surgical manipulator (usm)2 was disabled and the user continued and completed the procedure using the remaining 3 usms.

Event description:
Refer to h11 for follow-up information.